Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the customer¿s reported issue. Carefusion connected the ventilator to a known good ac adapter and attempted to power on the ventilator but it went into a rest loop. Bench testing revealed the pressure module was creating the reset condition. Carefusion replaced the pressure module to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that all the lights on the unit was flashing upon power up and the paramedic were unable to shut the unit off. The ventilator was not on a patient at the time, they were starting the ventilator to prepare for patient use. While in service, the unit had reset conditions. This reportable issue was discovered while in service, therefore there was no patient involvement associated with this complaint.